Manufacturer narrative:
None.

Event description:
Patient was treated with the rhinaer stylus. 30 days postprocedure the patient developed significant bleed and went to the ER. The bleeding was uncontrolled for 7 hours. The patient was hypotensive and was given tranexamic acid to control bleeding.